Event description:
As reported through the japanese tavi registry, a 26 mm sapien 3 valve was transfemorally deployed in the aortic annulus. The patient was in a somewhat poor state of consciousness, and a CT revealed findings suggestive of a new cerebral infarction. The onset of the cerebral infarction was around 11 days post-procedure; however, the exact occurrence date was unknown. The patient has been taking antiplatelet drugs and continued this treatment. The patient expired on postoperative day (pod) 30. The exact cause of death was not reported, but the tavi facility reported the outcome of the cerebral infarction was determined as death. The device remains implanted in the patient's body and will not be returned for evaluation. Additional information was provided that after the tavr procedure, the patient developed aspiration pneumonia, and eventually his activities of daily living decreased significantly, died of old age. The cause of death was reported as "infection".

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intraprocedural embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate unknown patient of procedural factors may caused or contributed to this event. The patient expired due to an infection. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.

Manufacturer narrative:
Serial number received. Update to d4 and h4.